Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.2?a. The criteria is <55?a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number: d6150817-1). The control solution tests for level low are 62/58 mg/dl; for level high are 273/278 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Tested patient's returned strips, strip lot number: d6150817-1. The control solution tests for level low were 65/62 mg/dl; for level high were 294/284 mg/dl. The request control solution ranges are: level low 25~70 mg/dl[?]level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer,(B)(6), received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:30am. Patient called in stating that he passed out in the restroom. Patient stated the he woke up sweaty and attempted to get out of bed and does not remember anything else. Patient took lantus before bedtime but did not provide the number of units. Paramedics were called. No blood glucose test was performed prior to calling paramedics. Paramedic's arrived 5 minutes after being called. Upon arrival, the paramedics administered glucose 1 tube and tested patient's blood glucose with the prodigy meter and received a result of 48mg/dl. Within minutes of testing with the prodigy meter, paramedics also tested patient's glucose with their meter with a result of 26mg/dl. Patient's normal glucose reading around this time of day is 100mg/dl. Paramedics transported him to ER. Patient stated that his low blood sugar issues started and continued once he began using the prodigy meter. Prodigy diabetes care sent replacement and pre-paid envelope requesting return of suspect devices.